Event description:
Product analysis was completed on the returned vns generator. Results of the bench diagnostic testing indicated the generator was operating properly with "ifi = yes". A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was partially depleted. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the generator's internal memory noted an impedance measurement change from 2407 ohms to 21681 ohms on (B)(6) 2012, which was the day after the generator was explanted. This indicated that the impedance on (B)(6) 2012, was 2407 ohms, as the impedance measurement is taken every 24 hours.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During vns generator replacement surgery on (B)(6) 2012, reporter indicated low impedance 600 ohms was being received with the new vns generator and resident lead. Preoperative diagnostics were normal. Generator diagnostics were normal with the new generator. The lead pin was reinserted into the new generator and 1317 ohms was received, but then 600 ohms was received after the generator was placed in the surgical pocket. As the ohms readings were inconsistent, the reporter elected to replace the generator and lead. The explanted lead was discarded by the hospital. The explanted generator has been returned and is pending analysis. The patient had no known trauma, and no preoperative x-rays were performed.